Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Per the servicemax record, the quote provided to the customer for repair, had expired. No further actions were performed by philips, and the record was closed. It could not be confirmed if the customer's issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a defective navigation ring. It was unknown how the issue was found. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
E1 reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).